Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected postoperative refraction with reduced near vision. Lasik surgery was performed to treat the event. Additional information has been requested. There are seven medical device reports associated with this event. This file is for the second pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/17/2012 and 02/28/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).